Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and loss of capture (loc). A new ra lead was successfully implanted. No additional patient adverse effects were reported.